Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker malfunction. There was no allegation of an adverse event or any patient or user harm.

Event description:
The customer reported a speaker malfunction. The device was in clinical use, when the issue was discovered; no patient harm was reported.